Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set about one (1) hour after the start of continuous renal replacement therapy. The set was replaced, and the drain bag leaked again approximately 40 to 50 minutes into treatment. This occurred on the same patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo did not identify any abnormalities that could have contributed to the reported condition. A retention sample was inspected and showed no anomaly. Functional testing was performed on the retention sample, and no leaks were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.